Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite extension set was disconnecting the following information was received by the initial reporter with the following verbatim it was reported by customer that disconnection of tubing to smart site.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of connection issues could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on material 20338e because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
Material # 20338e lot # unknown it was reported by customer that disconnection of tubing to smart site. Verbatim: disconnection of tubing to smartsite 220038e rn infusing d5w at 100ml/hr. All endcaps ¿came off¿ during infusion.